Event description:
Following intraocular lens (iol) implant surgery, surgeon noted a split in the center of the optic and spots, like fog. The iol was explanted and replaced in a second surgical procedure. Add'l info has been requested.